Event description:
On the day of the procedure ((B)(6) 2015), sphincterotomy was performed prior to stent placement. There was no pre-stent dilation performed. An evolution biliary stent was placed at the intended location. The site did note that the stent was hard to see via fluoroscopy. At the completion of the procedure, the distal end of the stent crossed the papilla and there was fluoroscopic confirmation of bile flow. No add'l procedures were performed. Four days post-procedure ((B)(6) 2015), total bilirubin was recorded as 7.37 mg/d. Five days post-procedure ((B)(6) 2015), the pt experienced signs and symptoms of biliary obstruction. Full (no longer covering lesion) distal stent migration was confirmed during endoscopy. The site noted the following: "the stent is against the wall of the duodenum. Attempt for cannulation bu the stent is located entirely under the stenosis. Stent removed with a snare." Following study stent removal a non-study biliary stent was placed. It was noted that this event was not related to the study product or procedure.

Manufacturer narrative:
This evo-fc-10-11-6-b device is currently not registered for sale in the u.s. However, this device is considered a 'similar device' to other metal biliary stent/set devices currently registered for sale in the u.s. The 510 (k) # for these 'similar' metal biliary stent/set devices is as follows: k121430. The info provided is currently being investigated. A f/u MDR will be submitted with the investigation conclusions.